Manufacturer narrative:
The event took place outside of the united states (in france) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2019. All the component parts of the reversed shoulder prothesis were removed (ø36 humeral stem, ø24 glenoid baseplate, ø36/+6 humeral cup, ø40 glenosphere and the screws), no replacement of the prothesis. Primary surgery occurred (B)(6) 2019.